Event description:
It was reported that a patient presented with a device that fell out of a pocket. The patient was stable. The device will be returned to the manufacture.

Manufacturer narrative:
Analysis was normal. No anomalies were found.